Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 9, 2007, the lay user/pt contacted lifescan (lfs) alleging, the one touch ultra meter was missing the previously stored calibration code number. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however, was unable to reach her by telephone. On april 19, 2007, the mas mailed a letter requesting the pt contact medical affairs. In 2007, the pt noted, the reported meter was not displaying the previously entered calibration code number. On that day, the pt was experiencing the symptoms of sweating and 'palpitations'. It is not clear whether or not the pt attempted to test her blood glucose level at that time. The pt took no actions following the attempted use of the meter. The pt was admitted to the hospital, and treated with insulin. It would have been helpful to determine if the pt attempted to re-enter the calibration code number prior to testing, how long this issue had been occurring, if the pt took her normal meals, if the battery had recently been changed, and medications despite not being able to test her blood glucose level, the pt's medication regimen, if the pt adjusted her medication doses based on meter readings, if emergency services were contacted, any blood glucose readings and treatment provided by emergency services, the pt's admitting diagnosis, and if she had a backup meter. The customer care advocate (cca) was able to talk the pt through successfully reprogramming the meter with the correct calibration code number for the test strips in use. The meter, test strips and control solution were replaced. The patient allegedly was unable to test her blood glucose level as the reported meter was missing the stored calibration code number. She claims she was symptomatic at the time, and rec'd hospitalization and treatment with insulin. No info was provided as to the time of the onset of the patient's symptoms. This complaint is being reported as an adverse event.